Event description:
Results for lh, fsh, and progesterone failed quality control (qc) limits. An attempt to re-calibrate these assays were unsuccessful. The customer then cleaned the signal reagent (sr) probes. After cleaning the sr probes, the calibrations passed and acceptable qc results were obtained. The scenario is consistent with a malfunction which could cause false negative ckmb, beta-hcg, and tpnl results. There was no report of pt harm as a result of this occurrence.